Event description:
On (B)(6) 2013, the patient's wife reported that her husband's infusion device displayed e8 (power interrupt). She stated that the device's display went blank without displaying a battery depleted error. The device displayed a2 (battery low) on (B)(6) 2013, but did not display any other errors. The patient replaced the battery and the device displayed a5 (pump timer) and a3 (review time and date). The history in the device was reviewed and no e2 (battery depleted) message was found. The patient corrected the time and date. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The acid of the double layer capacitor (goldcap) has leaked out and this defect causes a high power consumption of the insulin pump and the battery runtime is shortened.